Event description:
It was reported that this pacemaker exhibited low out of range right ventricular (rv) lead pacing impedance measurement, measuring less than 450 ohms. Additionally, there was far-field oversensing of the rv signal on the right atrial (ra) channel as well as inappropriate storage of ventricular tachycardia (vt) episodes due to oversensing of noise on the rv lead. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting and programming options. The plan is to discuss the findings with the physician. At this time, the pacemaker system remains in service. No adverse patient effects were reported.